Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin. Additionally, the customer reported removing approximately 40 units of insulin when the insulin gauge displayed 0 units. Review of the pump data logs by tandem technical support confirmed that the initial fill estimates were accurate after a cartridge was loaded onto the pump. Tandem technical support educated the customer on the insulin gauge calculations of the pump. The customer's blood glucose level was 122 mg/dl.